Manufacturer narrative:
Merge healthcare is further investigating the allegation from the customer to determine if any corrections or corrective actions are necessary.

Event description:
Merge unity pacs a medical image and information management system that is used for viewing, selection, processing, printing, telecommunications, and media interchange of medical images from a variety of diagnostic imaging systems. On (B)(6) 2016 at approximately 1:44am pst, after hours support was contacted by merge field service engineer. The engineer was onsite performing a planned after hours service and updating the firmware on the image server. After firmware update was completed and the image server was restarted, the network drive was no longer available. On call specialist worked through the night with the field service engineer and they were able to have the image server back online and available the next morning prior to the site opening. While the image server was online and they were able to acquire exams, there were several mount points (storage locations) that were unavailable to access. These mount point which contained exams acquired previously. With a combination of exam restoring from long term archive and repair, all exams that originated at this site were recovered. There was no reported adverse event to a patient. (B)(4).

Manufacturer narrative:
Additional information received during follow up call with customer 7/8/2016: per the pacs admin at the customer's site, no further issues have been identified with the image server since the event (B)(6) 2016 and the subsequent repair. He also reported that no instances of missing exams from that time frame have been identified. The assignable cause of failure was unable to be confirmed. The correction to the storage points on the image server hard drive removed the ability to identify cause. This issue will continue to be monitored. A review of the complaint history indicates there is no significant trend. Trending will continue to be monitored. A review of the labeling under upax-2588, r11 implementation guide found: "whether you use an automated or manual archive, verify the following items daily." Refer to pages 74-82 for specific information related to archive.